Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Exact date of event is unknown.

Event description:
It was reported that the patient stop charging their ipg due to not liking paresthesia. Surgical intervention occurred on (B)(6) 2023 during which the ipg was explanted and replaced to address the issue.